Manufacturer narrative:
(B)(4). Eval: results: (root cause of the event cannot be determined), (it appears most likely that the damage to the balloon occurred during the procedure). Conclusions: no conclusion can be drawn (root cause of the event cannot be determined), (it appears most likely that the damage to the balloon occurred during the procedure). Eval summary: the balloon was partially inflated. A large amount of blood residue, along with an opaque liquid, was present inside the inflation lumen and balloon. Negative prep was carried out on the device and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. A small radial tear was located on the proximal cone of the balloon.

Event description:
A 3.0 mm diameter x 15mm length nc sprinter rapid exchange (rx) balloon dilatation catheter was used in the mid to distal rca of a pt to post dilate a previously deployed stent. No issue was noted during preparation of the device; however, it was reported that the balloon ruptured on 3rd inflation at 13 atms. It was reported that no issues were noted advancing the balloon and no resistance was noted between the balloon and other procedural devices. No issue was reported during first and second inflation of the balloon. The pt is reported to be fine and no other clinical sequelae were reported.